Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was dragged by her truck and fell. Fluoroscopy revealed the patient¿s lead was fractured. To address the issue, the physician explanted and replaced the patient¿s lead. Postoperatively, effective therapy was restored.